Event description:
It was reported that the device had "malfunctioned" and was replaced. Further follow up did not yield any additional information as to the reason for the "malfunction." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694965 implantable tachy lead, implanted: (B)(6) 2005; explanted: (B)(6) 2013. (B)(4).